Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, they experienced a hypoglycemic event leading to a seizure and they fell. Patient stated that they did not go to the emergency room because she knew that they would treat her. No additional event or patient information is available.